Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 500 mg/dl. The customer reported having infusion set anomalies and high blood glucose levels. The customer had no symptoms. The customer did not treat for the high blood glucose level. The customer¿s current blood glucose level was 200 mg/dl. The customer did not troubleshoot, unable due to driving. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.